Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 31-mar-2017. The regional service center (rsc) service log review revealed a delivery failure alarm due to apparent ipl failure. The 50018 main board was replaced as precaution due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was delivery failure; apparent ipl failure due to main board failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2016-00070).

Event description:
On (B)(6) 2017, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a delivery failure alarm with inomax dsir (B)(4). The device was in use on a patient at the time of the event. There was no impact or harm to the patient reported. On 31-mar-2017, a mallinckrodt internal employee discovered a delivery failure alarm due to apparent ipl failure during routine service log review for inomax dsir (B)(4). This is being reported as it is considered a reportable malfunction.